Event description:
It was reported that a patient implanted with an impella 5.5 support developed thrombocytopenia and there was concern of a gastrointestinal bleed. Systemic anticoagulation was suspended. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The cause of the thrombocytopenia was not determined due to insufficient clinical details. The cause of the bleed was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.